Event description:
The home patient (hp) contacted baxter's global technical services regarding a 2240 alarm that occurred on (B)(6) 2011 during dwell 3 of 5. The hp was still connected to the supply bag. The hp reported that no bags came undone during therapy. The baxter technical service representative (tsr) explained the alarm and helped the hp clear the alarm by turning the home choice off then on. Subsequently a 2367 alarm occurred and the tsr had the hp turn the hc off then on and the hc was back at press go to start. The hp would finish with a manual bag. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved, however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per the hp, she did not receive any injury or medical intervention as a result of this incident and she did inform her nurse of the alarm. The hp stated that she has a pain in her stomach and feels that she may have an infection. The hp said the pain had started yesterday. The hp was asked if she had contacted her nurse about the pain and she said that she was going to call the nurse today. The hp said she has been continuing therapy without any issues. No allegations were made against any of the hp's dialysis products. Baxter contacted the peritoneal dialysis rn on (B)(6) 2011 to obtain further information about the reported abdominal pain. The nurse stated that "this is private information" and she could not give any information regarding the patients reported stomach pain. No further information is available.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm was undetermined. A batch review was conducted for potentially associated lot numbers (h10l23022, h10l17040). There were no deviations from standard procedure. A batch review was conducted for potentially associated lot number (h10k05013) and an exception was noted but does not indicate any issues related to the complaint. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers, therefore, an evaluation will not be performed. Follow up information will be submitted as it becomes available.